Manufacturer narrative:
A getinge field service engineer (fse) said that no visit was required, pump was not fully engaged in cart , customer reseated pump into the cart and batteries were able to charge. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. H3 other text : customer handled the issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units batteries not charging. There was no patient involvement.